Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported pain and toxic anterior segment syndrome (tass) in an eye following an intraocular lens (iol) implant procedure. The patient was treated with medication and an anterior chamber wash-out. The symptoms persist and the lens remains implanted.